Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon reamed the pt acetabuli with the acetabular reamer 45mm. However, the trident hemispherical cluster hole shell 46mm did not lock the reamed acetabuli. Therefore, he reamed with a 46mm reamer and implanted a 48mm cup."